Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but there was no reported impact to the customer's blood glucose level. The malfunction code was resettable and technical support assisted the caller with resetting the pump, ensuring the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.